Manufacturer narrative:
Findings: pump was received with broken off end cap, broken motor and minor scratched lcd window. No crack on lcd glass or missing segments/partial display noted.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump after falling in the shower. The customer stated that they cannot read the screen of the device. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.